Event description:
Call received from niece of an assisted living resident stating that the head of the unknown bed her uncle is utilizing in the unknown facility is allegedly stuck. No other information was given, she only wanted the number to a service center then hung up. Follow up call for additional information unsuccessful. No injury.

Manufacturer narrative:
MDR decision date: (B)(4) 2012. - no RMA has been initiated for this issue. Model, serial number/date code and age of product are all unknown. The user is a male whose age, height and weight are unknown. The user resides in an unknown facility. The users medical condition, stability and medication regimen are unknown. The users technique while using the device is unknown. The maintenance history of the device by the facility is unknown. The niece of the user called wanting a number for a service center for her uncle's bed, in a facility. She did not have or want to give any additional information, hung up after the phone number(s) were received. The malfunction has not been confirmed.